Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone with a 6fr non-medtronic sheath and a 0.014" spider guidewire to treat a 40mm moderately calcified fibrous lesion with 100% cto (chronic total occlusion) and with a moderate degree of tortuosity in the proximal right superficial femoral artery and popliteal artery. The artery diameter was 5mm. The IFU was followed and the device was prepped without issue. It was reported that the tip of the hawkone detached at the hinge pin and the nosecone broke off but was retrieved. No other components were reported missing. It was reported that prolapse of the spider proximal to the cutter created wire wrap around the nosecone of the device and that the devices were tangled. It was reported that the cutter crashed inside the housing. Severe resistance was felt during withdrawal but both devices were removed safely from the patient as a single unit. A snare was not used to retrieve the tip. The procedure was completed using a new sheath and .014 wire. Post dilation with a 3mm then 4 mm chocolate pta was performed followed by 5mm distal and 6 mm proximal in.pact drug coated balloon. No patient injury was reported.